Manufacturer narrative:
MDR 3003442380-2024-02417- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that three infusion set tube was split. Infusion set was in use since one day. No further information was available.